Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿pump/ (B)(4)/ model #: 1103 / expiration date: 2019-02-28 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-02-28 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bi-ventricular assist devices (vads) patient exhibited intracranial hemorrhage with midline shift and vasogenic edema with headache and vomiting. The vad exhibited a rise in power. The patient was treated with vitamin k, corticosteroids, and a diuretic. The patient remains in the intensive care unit (ICU) with worsening neurological symptoms. The vads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pumps were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files. Review of log files revealed a slight increase in power consumption and estimated flow starting (B)(6) 2018 for both pumps. In both cases, power consumption remained within the normal operating range and no alarms were logged for the past 14 days leading up to (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.